Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The valve was returned for evaluation: review of the history device records for the valve, product code 82-3100 with lot p.1006 conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; the stator and x-ray dot were dislodged, needle holes were also noted over the needle guard. The position of the cam could not be determined as the stator was dislodged. The valve was hydrated. The valve could not be tested for programming, reflux and pressure due to the dislodged stator. The valve was leak tested and leaked from the needle holes over the needle guard. The valve was dismantled and was examined under microscope at appropriate magnification: a crack was noted in the valve casing. A corrosion was noted on the stator and the x ray dot. The cam magnets were controlled and magnets failed. The valve was flushed and no occlusion noted. The root causes for the dislodged stator and x ray dot could be partly due to the valve receiving a hard knock. The root cause for the bump mark in the valve casing is due to the valve receiving a hard knock. The root cause of the corrosion could not be clearly determined. The root cause for the programing issue reported by the customer was due to abnormal polarization of the cam magnets. The potential cause of the occlusion issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, but during the investigation no occlusion was noted.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that occlusion was observed from the hakim valve and unable to change the setting. The valve was implanted to the patient via vp-shunt with unknown date and setting. Therefore, it was replaced with a new valve on (B)(6) 2020. No further information is available.